Event description:
Hospitalized for low blood glucose and broke leg from seizure due to low blood glucose. Customer does not have basals from md and customer needed help to set up pump. Troubleshooting was not performed since customer has been off of pump since being hospitalized.